Manufacturer narrative:
PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a wire guide included in a cook retrograde intubation set became stuck in the port of a c-mac video laryngoscope during intubation of an unknown patient with a glottic mass in on (B)(6) 2022. The wire guide got caught inside the scope port; therefore, the scope was not able to be introduced into the trachea for airway visualization. The physician was unable to find a plastic vascular sleeve that would allow the wire to pass through the port. The intubation procedure was aborted, and the patient underwent an open tracheostomy procedure instead. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation it was reported by a physician from university hospital ((B)(6), USA) that the wire guide in a cook retrograde intubation set (rpn: c-retro-14.0-70-38j-110-cae; lot#: 13154977) was not able to be advanced. The device was required for intubation for a tracheostomy placement procedure related to a glottic mass. During attempted intubation, the wire became entangled inside the video laryngoscope (c-mac) port; therefore, the fiberoptic scope was not able to be introduced into the trachea for airway visualization. As a result, the intubation was aborted, and the tracheostomy was performed awake. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 13154977 and related wire guide component lot did not have related nonconformances. There is one additional related complaint from the same customer and for the same failure. An expanded DHR was performed, and additional lots of the same rpn which were packaged within two weeks were reviewed. No other complaints or related nonconformances were noted from these lots. Cook also reviewed product labeling. The current instructions for use [c_t_retro_rev5] state the following: "intended use the retrograde intubation set is intended to assist in the placement of an endotracheal tube during difficult or emergency airway access procedures where visualization of the vocal cords is not possible secondary to secretions, blood, and/or anatomical anomalies. Contraindications¿ ¿ mass (i.e., goiter)¿ instructions for use¿ 3. Advance ¿j¿ end of wire guide through the catheter or needle and up into trachea in cephalad direction until tip pf wire guide can be retrieved through the patient¿s mouth or nose¿ 4. Remove catheter or needle, leaving wire guide in place. 5. Advance radiopaque catheter antegrade over wire guide via mouth or nose and into the trachea until tenting is noted at cricothyroid access site. (Fig. 3) note: alternatively, after initial wire guide positioning, a fiberoptic bronchoscope may be used for direct visualization of endotracheal tube placement. Wire guide may be placed through suction port of fiberoptic scope.¿ how supplied... Upon removal from package, inspect the product to ensure no damage has occurred." The information provided upon review of the dmr, DHR, and IFU does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no device return, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that there was an issue with the c-mac scope, but without the device being returned and lack of information, this cannot be definitively confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.